Manufacturer narrative:
Failure analysis noted that the pump had blank display due to moisture damage on the electronic assembly. The pump had moisture damage on the motor. They were unable to test for the display anomaly or battery out limit alarm due to the blank display. The pump had cracked case at the display window corner and cracked reservoir tube lip.

Event description:
The customer reported a display anomaly. The incident was reported via phone call. Blood glucose at the time of incident was 60mg/dl. The customer stated that the pump had a battery out limit alarm and she changed the battery but a blank line across the screen appeared. The customer stated that it had an icon across the top and it had a black circle for the time. She stated that there was no black line, it was a black box. Troubleshooting was not able to resolve the issue. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The device was returned for analysis.